Event description:
The device involved in this MDR report was implanted in (B)(6) 2009. In (B)(6) 2009, the pt was submitted on an endoscope intervention; however, the device was found in standby mode prior to this medical intervention. The pacemaker was reprogrammed without any difficulties.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.